Event description:
Pt fractured sternum after open heart surgery, originally wired closed. After 3 weeks, that did not hold, removed wire and plated. After about a week, the screws weren't holding in bone. Removed screws and plates and sternum.